Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 13, 2007 at 10:08am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter has a broken test port (place where the test strips go into). The reported issue began one day earlier, at 11am. Sometime after the reported issue began, the patient reportedly guessed on how much insulin she should take. The patient allegedly took 20 units of novolog 70/30 and developed symptoms of "sweaty" at an unspecified date and time. The patient did not require medical intervention and was not tested on another meter. It would have been helpful to obtain the following information: testing frequency, insulin regimen, time and date of symptoms, meals prior to the symptoms, and recent changes in testing frequency/diabetes medication regimen. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient alleged she developed symptoms that can be suggestive of hypoglycemia after she guessed on the insulin dose after the reported issue began. Replacement products were sent ot the patient.